Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Last week, there was a leak at the transition from the needle to the line, which can be very dangerous when chemotherapy leaks through. Date when the complaint occurred: on (B)(6) 2025. The complaint was identified during use of the product; this had no consequences for the patient.

Manufacturer narrative:
As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined.

Event description:
No new information.